Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer removed the unit from service pending onsite repairs. The customer later opted to have the unit repaired by a third party.